Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not shocking delivery during patient cardioverting. It was reported to philips that the alleged failure was observed while the device was in use on a patient. Details of the patient outcome are pending. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This complaint is a duplicate of pr10777969, previously reported on MDR number 1218950-2020-06225. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Pr10840969 is being considered a duplicate of pr10777969 (MDR number 1218950-2020-06225) as the serial numbers are the same and the event was reported through two different sources and time, any related information that is found in pr10840969, should be transferred into pr10777969,which means all of the applicable information needed to document a resolution to the case will be manually copied from the duplicate case(s) and transferred into the original case to make one cohesive timeline of events. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.